Event description:
According to the reporter, the patient was in long-term hemodialysis. Three days before the event, the patient was admitted to the ICU (intensive care unit) due to the sepsis. On the morning of the event, the nurse on duty discovered that the patient's original hemodialysis fistula was occluded, and hemodialysis treatment could not be performed. The doctor ordered the patient to have a central venous access for lower extremity hemodialysis. On the evening of the event, the nurse on duty used a central venous catheter kit for hemodialysis to establish the access for the patient. After the puncture was successful, it was found that the catheter was leaking blood. The nurse on duty immediately replaced it with a new catheter, and then the access was successfully established. The nurse on duty sealed the leaking catheter and reported it to the equipment department. There was no reported patient outcome.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.